Manufacturer narrative:
Qn# (B)(4). The device investigation is pending and will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the nurse found a urine catheter with a ruptured balloon had slipped out of a patient. A new urine catheter was reinserted, but it was also slipped out again with a ruptured balloon. The user decided to examine all other foley of the same box and found 1pcs has irregular shape of balloon after injection of sterile water. It was also suspected that there were foreign black particles inside the sterile packing.

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. Visual examination was conducted on the returned catheter and no sign of material degradation or abnormalities was observed. However, encrustation was observed along the catheter shaft. It was observed that the balloon had burst. Investigation was conducted by reviewing the balloon part under high magnification lens with 50x magnification on the actual sample. There was a scratch mark observed on the balloon surface of the sample near the burst area. The presence of scratch mark may occur due to several reasons such as in contact with sharp or pointed object during handling that render the balloon to burst. The encrustation stick on the catheter balloon may also break into small particles and scratch the balloon surface which possibly lead to balloon burst. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out du ring this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed object leaving scratch marks on the balloon surface. It may also be due to the presence of encrustation. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: the nurse found a urine catheter with a ruptured balloon had slipped out of a patient. A new urine catheter was reinserted, but it was also slipped out again with a ruptured balloon. The user decided to examine all other foley of the same box and found 1pcs has irregular shape of balloon after injection of sterile water. It was also suspected that there were foreign black particles inside the sterile packing.